Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. A depuy warsaw medical doctor reviewed the medical records and determined no product problem was identified; the implant was removed and replaced with a different size to accommodate the issues experienced due to the fracture that took place during the previous surgery. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a humeral fracture that was causing dislocation and had caused loosening.